Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, customer observed air gaps in tubing. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 297 mg/dl.